Event description:
Right marked bleed/incipient rupture. A 50 year old white female g2p2 status post bilateral subglandular periareolar salines on 5/9/77. The left deflated 3/81 and on 5/4/81 bilateral replacement was done with 255 surgitek gels. The left became infected and was replaced 10/81 with another surgitek. She had multiple closed capsulotomies afterwards; last one in 1991. Complains of systemic problems including:arthralgia/myalgia (left arm froze), left cervical adenopathy, paresthesias, neurocognitive problems, sensitivity to sun/cold, gastrointestinal/genitourinary problems etc... Healthy except thyroid for yrs. Mammogram 7/20/93 & ultrasound consistent with right rupture. MRI within normal limits. Exam positive for right grade ii contracture, left grade I contracture with granuloma on right. Surgery 9/22/94 showed right marked bleed/ yellowing, moderately cloudy with moderate capsules and adherent granuloma weight 260 grams with moderate histiocytes.